Manufacturer narrative:
(B)(4). Returned product consisted of the nc quantum apex balloon catheter. The balloon, tip, shaft, and hypotube were microscopically and tactile inspected. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 54cm from the end of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 15mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, when the device was pushed forward with force inside patient's body, the shaft of the balloon catheter broke. The device was removed from the patient's body in two pieces and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.